Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand-assisted living donor procedure, after firing the device, it was noticed that the cartridge came loose and was separated from the metal part. Incomplete staple line was noticed. Procedure completed with another device. No pt consequence reported.